Event description:
Related to MFR report # 2183959-2012-01371. It was reported by the plaintiff's attorney that on or about (B)(6) 2006, plaintiff was implanted with an ams perigee system with intepro and an ams monarc subfascial hammock. In or about (B)(6) 2007 "plaintiff began to experience erosion and sough medical attention." "Plaintiff was subjected to additional surgeries to revise and remove the pelvic mesh products." In or about (B)(6) 2011, the products were explanted. "Plaintiff has experienced "significant mental and physical pain and suffering, has required additional surgery and medical treatment and has sustained permanent injury."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.